Event description:
Balloon was inserted to left iliac and inflated. Would not fully deflate-spent approximately 3 hours trying to deflate/rupture balloon. Many extra expensive supplies were opened and risk of complications in pt's leg/life could result.